Event description:
We broke 3 t20 screwdrivers during an axsos titanium femoral plating case. Rep reported that the screwdriver tips broke trying to back out screws. The screws were left in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the screwdriver tip broken for screwdriver bit t20, ao fitting could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. Note: "it is advisable to tap hard (dense) cortical bone before inserting a locking screw. Use 5.0mm tap (ref (B)(4)) [...] 5. Do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw." (P.19, axsos-st-2 rev 1 axsos 3 ti distal lateral femur optech, axsos-st-2 rev 1) "note: in the extreme event of broken or stripped screws, the stryker implant extraction set (literature number lies-ot) includes a variety of removal instruments." (P.16, axsos-st-2 rev 1 axsos 3 ti distal lateral femur optech, axsos-st-2 rev 1), (ies-st-1 rev 1 implant extraction set optech, ies-st-1 rev. 1 , 05-2014) note: "appendix 2 functional check for screwdriver blades description and function: screwdrivers with drive connections of various designs with or without self retaining function. Potential failure modes: deformation of the blade (twisted) deformation of the blade (rounded) ¿ breakage of the blade´s self-retaining mechanism without function corresponding drive connection of screw head is rounded or worn. Preventive maintenance: use an appropriate instrument spray for the mechanism of the self-retaining screwdrivers. Regular functional check and visual inspection. Replace and do not use in case of failure. Regular functional check of corresponding items (screwdrivers - screws)." (P.16, l24002000-en rev l reprocessing guide) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any additional information is provided, the investigation will be reassessed.

Event description:
We broke 3 t20 screwdrivers during an axsos titanium femoral plating case. Rep reported that the screwdriver tips broke trying to back out screws. The screws were left in place.